Manufacturer narrative:
No excessive "no delivery" alarm during testing. Unit received with all operating currents within specifications and passed functional testing including unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and shifted end cap sticker.

Event description:
Customer reported via phone call to have received excessive no delivery alarms, even after numerous infusion set changes. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. Customer was able to resolve no delivery with a set change. During troubleshooting, customer received another no delivery alarm. Customer was advised that insulin pump would be replaced.